Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Part returned under RMA. There is a burnt spot at the +12 volts pin on the connector that attaches to the monitor power supply; [short] directly caused event.

Event description:
A site rep reported the monitor displayed black upon boot-up and was making a clicking sound. A medtronic rep walked the site through troubleshooting and they were able to restore the connection after re-seating the cable, however, the same behavior reoccurred with the monitor going black and clicking. There was no pt present.